Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the hose near the muffler and would not secure the cutter device. It was further observed that the pawls were damaged. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue. It was further determined that the issue with the damaged pawls was failure to follow the directions for use and running the device in the safe or load position, which was due to user error / abuse and possibly misuse. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error (component damage) and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sterilization process, it was discovered that the motor device had a small laceration on the hose near the muffler. During in-house engineering evaluation, it was observed that the pawls were damaged. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.